Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00610504828-standard liner 28 mm i.d. For use with 48 mm o.d. Shell-unknown; 00801802801-femoral head sterile product do not resterilize 12/14 taper-17550300. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03053. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was not returned by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned by patient.

Event description:
It was reported the patient was revised approximately 20 years ago post implantation due to vertical cup placement/superior and wear on liner. During the procedure the cup, liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.